Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007. It was reported that the patient underwent a cystoscopy, urethral dilation, and laser lithotripsy of bladder stones due to bladder outlet obstruction on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and incontinence. (B)(4).

Manufacturer narrative:
Date sent to FDA: 4/9/2019. (B)(4). Additional narrative: it was reported that patient underwent excision of mesh on (B)(6) 2017 due to chronic inflammation, fibrosis, urethral stricture and urethrovaginal fistula.